Event description:
Company representative reported when the patient conducted injection using the same needle he used in the morning, he found the needle was broken after he removed the needle from the skin. X-ray was taken and the broken part was found in the patient. Then the needle was removed by surgery. The patient got (6) sutures.

Manufacturer narrative:
Awaiting additional information. Will submit supplemental report when additional information becomes available.